Event description:
It was reported that during an unk procedure the device was fired. The device cut but the staples fell out of the device into the pt's abdomen. The staples were retrieved. The staples were not formed. The surgeon stated that he torqued the device and is not sure if this may have caused the staples to fall out of the cartridge. Suturing was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Eval summary: as a lot number was not received, a device history review could not be performed.